Manufacturer narrative:
Additional information: the returned inserter was evaluated. Visual inspection revealed that the tip has fractured off. A review of the manufacturing records did not identify any issues which would have contributed to this event. Based on the visual evaluation of the fracture site, this failure may have occurred due to over torquing the screw during installation, angulating the inserter during use, or material fatigue due to use over time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screwdriver broke off during surgery. The procedure was completed using an alternative screwdriver. There were no reports of patient injury associated with this event.